Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed outcomes in 12 children, age ranged from 13 to 89 days with congenital pulmonary airway malformation who underwent video-assisted thoracic surgery between (B)(6) 2022. Among the children in this study, ten cases underwent lobectomy; one underwent segmental resection, and one underwent irregular resection. Endo gia or an ultrasonic scalpel was used to resect the diseased tissue. One right upper lobectomy patient developed a pulmonary air leak. The lung air leakage disappeared after adjusting the drainage tube¿s position and prolonging the thoracic drainage tube¿s indwelling time after nine days. The postoperative hospital length of stay ranged from 5 to 12 days. The complications were not device related.

Manufacturer narrative:
Xiaolong chen, huaiqing cai, jia li, xiaobing li, rufang zhang. Experience of video-assisted thoracic surgery treatment of congenital pulmonary airway malformation in infants less than 3 months of age. Translational pediatrics 2023;12(12). Https://dx.doi.org/10.21 037/tp-23-475. Pages 2155-2163 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes in 12 children, age ranged from 13 to 89 days with congenital pulmonary airway malformation who underwent video-assisted thoracic surgery between january 2019 to december 2022. Among the children in this study, ten cases underwent lobectomy; one underwent segmental resection, and one underwent irregular resection. Endo gia or an ultrasonic scalpel was used to resect the diseased tissue. One right upper lobectomy patient developed a pulmonary air leak. The lung air leakage disappeared after adjusting the drainage tube¿s position and prolonging the thoracic drainage tube¿s indwelling time after nine days. The postoperative hospital length of stay ranged from 5 to 12 days.